Manufacturer narrative:
Concomitant medical products: olympus 60 cc inflation device. For the one (1) reported event, the device was returned to cook endoscopy and the operating condition was confirmed. Our evaluation of the returned device confirmed the rupture/split in the balloon. The balloon material has a split in it. Due to the condition of the returned device the balloon could not be inflated. The split is positioned length-wise on the balloon and is approximately the same length of the balloon. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. A possible contributing factor to balloon material damage is inadequate lubrication of the balloon with a lubricating agent. The instructions for use direct the user to "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." This activity will aid in endoscopic advancement and balloon preservation. Another possible contributing factor to balloon material damage is failure to apply negative pressure to the balloon dilator prior to advancement through the endoscope. The instructions for use direct the user to apply negative pressure to the catheter to facilitate passage through the endoscope. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. The instructions for use contain the following warning: ¿during dilation, do not inflate balloon beyond the maximum indicated inflation pressure.¿ over inflation can cause damage to the balloon dilator. Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in damage to the balloon material. Prior to distribution, all hercules 3 stage wireguided balloon esophageal-pyloric-colonic are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
This report summarizes one (1) malfunction event. A review of the event indicated that during a dilation procedure on a patient of unknown age and gender, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. The balloon popped. No parts needed to be retrieved and the physician was able to complete the procedure with another balloon. There was no harm to the patient and no additional procedures or intervention was required due to this occurrence. The event involved a patient with no patient consequences.

Manufacturer narrative:
Manufacturer exemption number: e2015051. This MDR report is part of the 227 pilot program. Continued from section d 11: olympus 60 cc inflation device. For the one (1) reported event, the device was returned to cook endoscopy and the operating condition was confirmed. Our evaluation of the returned device confirmed the rupture/split in the balloon. The balloon material has a split in it. Due to the condition of the returned device the balloon could not be inflated. The split is positioned length-wise on the balloon and is approximately the same length of the balloon. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. A possible contributing factor to balloon material damage is inadequate lubrication of the balloon with a lubricating agent. The instructions for use direct the user to "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." This activity will aid in endoscopic advancement and balloon preservation. Another possible contributing factor to balloon material damage is failure to apply negative pressure to the balloon dilator prior to advancement through the endoscope. The instructions for use direct the user to apply negative pressure to the catheter to facilitate passage through the endoscope. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. The instructions for use contain the following warning: during dilation, do not inflate balloon beyond the maximum indicated inflation pressure. Over inflation can cause damage to the balloon dilator. Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in damage to the balloon material. Prior to distribution, all hercules 3 stage wireguided balloon esophageal-pyloric-colonic are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
This report summarizes one malfunction event. A review of the event indicated that during a dilation procedure on a patient of unknown age and gender, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. The balloon popped. No parts needed to be retrieved and the physician was able to complete the procedure with another balloon. There was no harm to the patient and no additional procedures or intervention was required due to this occurrence. The event involved a patient with no patient consequences.